Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vein gonadal scrotal varicocele embolization procedure, unintentional detachment of the coil occurred. The physician had deployed 4 coils successfully in the gonadal vein. During deployment of the 5th coil, he noted some resistance; however, he was able to deploy the coil successfully. During deployment of this 6th coil, the coil became stuck in the catheter. The physician then removed the catheter and coil as one unit, however, the coil detached during removal through the groin. The procedure was then completed. Pt's status was reported as 'fine'.